Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a single incision sling procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the first mesh carrier was successfully placed within the patient's trans-obturator muscle. As the second carrier was being placed, it prematurely released. This event caused the tensioning of the mesh to be too tight around the urethra. The entire device was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Visual evaluation of the returned device revealed that the mesh body was stretched and frayed on the edges. No defects were noted on the delivery device or the carriers.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a single incision sling procedure. The patient age was reported to be (B)(6). According to the complainant, during the procedure, the first mesh carrier was successfully placed within the patient's trans-obturator muscle. As the second carrier was being placed, it prematurely released. This event caused the tensioning of the mesh to be too tight around the urethra. The entire device was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".